Manufacturer narrative:
The following was received for complaint investigation: -one new list #42801-28, transpac¿ it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip; lot #13532559. No visual anomalies were observed on the returned set. The transducer was electrically tested. The transducer was connected to a monitor and a 100 mmhg dead weight tester. The transducer was zeroed and when opened to the dead weight tester, the sample showed a value of 100 mmhg, which is within the released product specification of 100 mmhg +/- 1 mmhg. Further, a bend and twist test was conducted on the cable and a pivot test was completed on the boot; no interruptions were observed on the monitor. Without the return of the actual used sample in question, the complaint could not be confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Updated information can be found in g1.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Distributor contact details: (B)(6).

Event description:
The reported complaint occurred on an unspecified date and involved a transpac¿ it monitoring kit, 84" safeset reservoir, 2 blood sampling port, 3ml flush device, un-bonded macrodrip. It was reported that the a line transducer came off of the blue clip. An attempt to place it back on was unsuccessful. The a line wires then detached from the transducer. The entire a- line set had to be replaced. There were no injuries or adverse event/harm associated with the reported event.